Manufacturer narrative:
No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors alarms. The customer¿s blood glucose level was 11mmol/ l at the time of the incident. It was reported that the customer is getting pump errors again with their son¿s pump. Customer is able to complete pump rewind. The customer declined to perform any steps and told son to sleep. The insulin pump will be returned for analysis.